Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h11. H11: upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.

Event description:
It was reported that this patient's right shoulder was revised. Subsequently, the humeral tray had become loose. The humeral tray was loose with the screw contained in the implant. The surgeon was able to swap out the glenophere and replace the humeral tray and liner. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d33 - lot, h4.